Manufacturer narrative:
Continuation of concomitant products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Other relevant device(s) are: product ID: 39565-30, serial/lot #: (B)(4), ubd: 05-jan-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had their previous device replaced due to normal battery depletion. The ins was replaced, but the leads were not. The manufacturer's representative (rep) was there to adjust stimulation and to get it to work after the surgery, but it didn't really work so well in terms of giving them adequate relief and sensation/stimulation. The rep told them to set up another appointment to try to adjust stimulation. The patient reported that since implant the new device is not working right. The patient is not getting any relief or sensation out of it, or very little stimulation sensation. The patient stated that with the previous ins was getting good signal out of it in various areas. The patient thinks that the reason the device is not working right could be that they replaced the ins a couple of months ago and the leads migrated or are not where they are supposed to be. The leads were not replaced at implant of the new ins. The hcp instructed the patient to call the manufacturer to attempt to reprogram the device. The patient has an appointment with the hcp for almost a month from now. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.